Event description:
It was reported that a user experienced sustained hyperglycemia indicated by cgm high readings for several hours after a meal and following a same-day factory reset of the ilet, with two prior supply changes and verified tubing drops; no dose-stopped notifications were present. Symptoms included feeling unwell consistent with hyperglycemia. Outcomes included additional troubleshooting, education, and shipment of replacement infusion sets. Investigation included review of pump notifications, tubing flow check, assessment of recent factory reset with learning-phase behavior, and recommendation for a site change. Investigation of this case revealed no evidence of device malfunction, with potential contributors including conservative post-reset correction behavior and possible infusion site or absorption issues; cgm accuracy could not be verified because a fingerstick was declined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.